Manufacturer narrative:
D4: UDI corrected. H6: clinical code and impact code corrected. Manufacturer's investigation conclusion: the reported event of a b1 alarm was not confirmed. Additional information provided communicated that the alarm resolved after exchanging the centrimag console. It was also noted that product would be returned for analysis; however, to date no products have been returned. Multiple additional attempts were made to obtain further information (including if any log files were available for analysis); however, no response was received. This file will be reopened with further analysis if the product is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The 2nd generation centrimag system operating manual section 10 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 4 ¿ "warnings & precautions" states that one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedimag pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including battery alarms, and the appropriate actions to take if the issue does not resolve. The serial number of the centrimag console was not reported with the event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that at 12:36 pm on (B)(6) 2024, centrimag console displayed a b1 alarm. The alarm was silenced, and banner disappeared. The console was plugged into an ac outlet. The alarm was noted in intensive care unit (ICU). The console and monitor were exchanged and that resolved the event.